Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when inserting the endcap of the proximal femoral nail antirotation (pfna), the tip of the screwdriver broke off. There was reportedly 20 minute surgical delay. There is no further information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device reported as returned on previous follow up. Adding date returned. An investigation summary was performed. The investigation of the complaint articles has shown that: the tip is broken off. It is also visible, that the hexagonal part of the tip is twisted. Unfortunately we are not able to determine the exact cause which has led to this occurrence. Due to this, it is likely that too much mechanical force well beyond its calculated design has been applied during insertion, which resulted in the breakage of the tip. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Manufacturing location: (B)(4), legal manufacturer: external supplier (B)(4), manufacturing date: 27.aug.2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information unknown. Device is an instrument and is not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.